Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device change out procedure due to normal elective replacement indicator. During procedure, eletrocautery was used and the pulse generator exhibited loss of output. The device explanted and replaced. The patient would continue to be monitored.